Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the post implant, the patient developed a large hematoma. A compression bandage was applied first but as the hematoma was still large a surgical evacuation of the hematoma was performed. The lead remains in use. The patient was enrolled in (B)(4) clinical study. No further patient complications have been reported as a result of this event.